Event description:
On (B)(6) 2025, doctor ((B)(6)) reported to cas that they experienced an anterior tear during procedure ID# (B)(6).

Manufacturer narrative:
During procedure ID # (B)(6) an anterior tear was reported. Significant patient movement detected due to not being locked to the pid arm. This may have led to tags on the capsulotomy. System functioned as designed. No further clinical follow-up required.